Manufacturer narrative:
Section h6: correction: medical device problem code should have been "1574 - inappropriate/inadequate shock/stimulation" instead of " 4076 - device in backup-mode".

Event description:
It was reported that the patient presented at the hospital while getting shocked for ventricular tachycardia (vt). The electrocardiogram showed the patient's heart rate was about 200 bpm during these episodes. The patient reported 20 inappropriate shocks. Interrogation revealed the implantable cardioverter defibrillator (ICD) was in backup vvi. The ICD was able to be reset to nominal settings. The patient was kept in hospital for observation and a generator change was scheduled due to the ICD being close to the elective replacement indicator (eri). There were no patient consequences, and no malfunction was alleged by the physician.